Manufacturer narrative:
The reported events of helix would not extend, and sensing was not obtained were not confirmed. Analysis showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, the helix could be retracted and extended. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of sensing. The lead could not be repositioned as the helix would not extend. The lead was not used, and a new lead was implanted. There were no adverse consequences to the patient.